Event description:
Patient reported the infusion device displayed an e4 occlusion error on (B)(6) 2013 at 4:10 p.m. He programmed a bolus of 7.0 i.u., and the error appeared after 2.2 iu were delivered. He changed the infusion set and programmed a bolus of 4.8 i.u. His blood glucose was 300 mg/dl at 8:00 p.m., and he delivered a bolus of 2.0 i.u. His blood glucose was 323 mg/dl on (B)(4) 2013, at 1:00 a.m. And 273 mg/dl at 6:45 a.m. Patient believes the insulin delivery of the infusion device is inaccurate. The alleged accessories were discarded. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history, and the occlusion limits were tested successfully. The insulin cartridge and infusion set manufacturer checked the retention samples and the batch documentation without finding any irregularities.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.